Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the architect x waste pump I (part number 08c94-19). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
Two field service technicians experienced a splash to their face and arm from the alinity I analyzer, which was washed with water, surgical scrub and cleansing wash cream with lotion containing alcohol, but no injuries or additional treatement beyond washing was performed. While relocating an external waste pump the outlet tubing of the pump needed to be cut. With the pump not draining at the time, the tubing was cut, but for some reason pressure was built in the tubing, resulting in upward spraying. Glasses were worn at the time. One technician was sprayed in the face, and a second technician was sprayed in the face and on the arm. Both people had their mouth shut at the time. Both faces were washed with plenty of water and surgical scrub immediately, and after less than half an hour one technician took a shower with medical cleansing wash cream. Lotion containing alcohol was also used. There was no negative impact or patient harm reported.